Event description:
It was reported that the atrial and ventricular leads had dislodged due to twiddler's syndrome and there was no capture on the atrial lead. The ventricular lead was explanted and replaced. The device had flipped and was inferior to the original position. The atrial lead and device were repositioned. It was later reported that the atrial lead dislodged due to twiddler's syndrome and it was removed and not replaced. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary-(B)(4) no anomalies were found, however the proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was breached cut and there was apparent explant damage. The full lead was returned and analyzed. (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood was present in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary-(B)(4) no anomalies were found, however, the proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was breached cut and there was apparent explant damage. The full lead was returned and analyzed.

Event description:
It was reported that the atrial and ventricular leads had dislodged due to twiddler's syndrome and there was no capture on the atrial lead. The device had flipped and was inferior to the original position. The atrial lead and device were repositioned and are still in use. The ventricular lead was explanted and replaced. No patient complications were reported as a result of this event.